Manufacturer narrative:
The li-ion battery (s/n (B)(4)) was returned to zoll for evaluation. Visual inspection was performed and no damages were observed. The end of the battery's archive log shows that the battery has multiple charge passed/load test passed messages. The battery was used successfully to perform a run_in test with the lrtf (large resuscitation test fixture, equivalent to 250 pounds patient) for 32 minutes. Therefore the exact root cause could not be determined.

Manufacturer narrative:
The autopulse battery in complaint was returned to zoll on (B)(6) 2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during patient use on a (B)(6) male, the autopulse platform ((B)(4)) lost power and interrupted treatment. To troubleshoot the issue the li-ion batteries were replaced several times with partially charged batteries. There were 5 different batteries ((B)(4)) used. The clinician reported that the autopulse displayed an "overheating" error message (user advisory (ua) code is unknown). It was also reported that the clinicians received a prompt from the autopulse to "check the location of the patient" (ua code unknown). The user determined that the patient's location was fine. The user restarted the autopulse and compressions resumed normally. The patient was moved to an operating room in the hospital, where the doctor noticed a "crackling" sound near the patient's throat and shoulders. A procedure was performed on the patient's throat, however, the surgeons could not remove the blood out from the cannulas and decided to perform a sternotomy. At which time the doctors noticed blood in the chest cavity. The doctor noticed a hole on the heart's back, lower chamber. The patient had a broken rib on their left side, which was determined by the clinician to have made a hole on the heart and cause internal bleeding. The patient expired. No additional information was provided. Reference: 3010617000-2016-00174, 3010617000-2016-00194, 3010617000-2016-00195, 3010617000-2016-00196, 3010617000-2016-00197.